Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2010, inratio: 6.0 - 7.0, retest inratio: 3.0 - 4.0, lab: >10.0. Customer uncertain of values from two different inratio meters in 2010. Pt's target therapeutic range is 2.0 - 3.0. Lab draw was performed 1 - 2 hours after meter results. Pt had bruising.

Manufacturer narrative:
Pending.